Event description:
The customer called to report pt injury for a handpiece that had been sitting on their desk since january 2007. They reported that the pt had experienced a corneal burn, and that they believed the handpiece had overheated. No other info has been provided about the event.

Manufacturer narrative:
Customer did not report the problem until five mos after the event occurred. No serial # was provided for the sys. The handpiece has been returned for eval. Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 07/05/2007.